Event description:
It was reported that high thresholds were observed on the left ventricular lead one day post implant. The physician suspected that the lead had dislodged. The lead was capped and replaced with an epicardial lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: dtba1d1 implantable cardioverter defibrillator (B)(6) 2013; 5076 implantable pacing lead (B)(6) 2006; 6949 implantable tachy lead (B)(6) 2006. (B)(4).